Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt developed a pump pocket infection requiring revision and pump exchange (ref. MFR # 2916596-2013-000854). The pt subsequently developed sepsis requiring device explant. The pt expired the following day.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.